Manufacturer narrative:
(B)(4). Lockout broken - lockout premature. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended, however it did not lock out. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. The firing issues reported could have been cause by the activation of the lockout mechanism, however no conclusion could be reached as to what may have caused the premature lockout. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not clip three times in a row. A new device was used to complete the procedure. There was no patient impact.